Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device did not function when tested in saline. The generator was switched to coag mode and the tip sparked. A second gold probe was used to complete the case. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual evaluation of the returned device presented burn signals at the distal tip. An electrical load test was performed and the results were found to be within specification. Based on all gathered information and investigation results, there is no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the complaint could not be confirmed.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the device did not function when tested in saline. The generator was switched to coag mode and the tip sparked. A second gold probe was used to complete the case. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.